Event description:
It was reported to medtronic minimed that the customer received an open book image and noticed damaged battery cap and battery cap contacts and damaged battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the open book image, and the customer reported damage. Troubleshooting was performed for cosmetic damage and customer reported physical damage (crack or scratch) on the pump was not related to the retainer ring. Troubleshooting was performed and the customer stated that the battery cap's metal contact was damaged. The customer was informed that a battery cap replacement will be sent. No harm requiring medical intervention was reported. Mmt-1880 was requested, and customer response was the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. During deconstructive analysis, during visual inspection, it was determined that the ingress of water corroded electronic assemblies. The following cosmetic damages were noted: scratched case, pillowing keypad overlay, battery cap contact missing, cracked keypad overlay, cracked case, cracked case-corner of belt clip rails, battery tube threads - cracked and cracked case (battery tube). In conclusion customer concern of critical pump error alarm (open book image) was confirm including physical damage and missing battery cap metal contact. After deconstructive analysis, it was determined that critical pump error alarm (open book image) was caused by corroded electronic assembly. Customer's concern of physical damage was also confirmed during visual inspection when battery tube threads - cracked and cracked case (battery tube) were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.